Event description:
The implanting surgeon reported that one of the screws from the generator may have popped out of the implanted generator for the patient as it is tenting up the skin. The company representative reported that she feels a hard, loose protrusion over the generator site and that it could be a set screw from the device. The surgeon reported no issues with the generator¿s septum plug or set screw during the implant. The impedance at the time of implant was within normal limits. Patient underwent surgery on but the devices were not replaced. The protrusion was related to a suture and not related to the device. The hard, loose protrusion over the generator site was actually due to a surgical suture.